Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. It was additionally reported that the patient was involved in a motor vehicle accident after evoke scs implant procedure; however, it is unknown whether the accident caused or contributed to the reported implant pain. The patient alleged that the reported symptom worsened when stimulation was running, hence the evoke scs system was turned off. A revision procedure was performed to reposition the evoke cls and resolve the reported event.

Manufacturer narrative:
Corrections and additional information: date of event event description section d - expiration date; explantation date; device available for evaluation section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes. The cls was returned to saluda for analysis. The device passed functional testing with no anomalies identified. The root cause of the reported pain at the cls implant site cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿ an event of infection at the patient's evoke cls implant site was previously reported under manufacturer report number - 3021836309-2025-00209.

Event description:
An explant of the evoke spinal cord stimulation (scs) system was performed to resolve the persistent pain at cls implant site.

Manufacturer narrative:
Additional information: report submission due date section g - date received by manufacturer, type of report section h - follow up type.